Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 24feb2026, it was clarified that the device had been outside of use at the time of the event, with the device being kept in the customers shelf-space till service was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the battery would not hold a charge. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. Onsite service by a field service engineer (fse) is pending. This investigation is ongoing.

Manufacturer narrative:
On 11feb2026 a field service engineer (fse) went to the customer site and replaced the backup battery to resolve the issue. Following the part replacement the fse completed a performance verification test (pvt), which the device passed, confirming a return to full functionality. The device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.